Manufacturer narrative:
.

Event description:
The screws on the diaphysis bone loosen up and as a consequence the plaque had to be removed and replaced for another one.

Manufacturer narrative:
(B)(4).